Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that, as lvp bur 60d smbore 3ss, leakage. The following was provided by the initial reporter:"had 2 incidents of leaking from the sets in the past week as received from customer" leak. Additional information: was patient or user harmed? No. As mentioned, there were ¿2 incidents.¿ could you please confirm whether these involved two different patients? If so, kindly provide the respective dates of each event. Different patients on different dates. Just to update, the customer has confirmed that the incidences occurred on (B)(6). Could you please confirm how the fault was identified? Observed by the nurse. Could you please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? 10-30 mins after infusion commenced. Could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? No visible damage observed. Could you please confirm the exact location of the reported leak within the set? Please see attached photographs of the leaks. One was at the base of the burette and one at the connection of the safety clamp. Could you please confirm what substance was being infused during the time of the event? Hazardous chemo drug and iron. I¿m contacting you about the samples for (B)(6) which are available for investigation. Could you please confirm whether the samples are available for investigation? No, they were discarded by the nursing staff (one contained a hazardous drug and one contained iron). We recreated (during our visit) the infusion using a burette set from the same batch no. We used normal saline and commenced an infusion at the same infusion rate of 560mls/hr. No leaks observed.